Event description:
The study reports that post-procedure the patient still had lingering chest pain. The interventional cardiologist attributed it to loss of a small third diagonal branch during the procedure. Patient received empracet and was somewhat relieved. Electrocardiogram (ECG) showed the patient had an anterior non q-wave myocardial infarction (mi). The mi was target vessel related. Patient was then given dilaudid. Patient was discharged the following day.

Manufacturer narrative:
The first target lesion was de novo and located in the mid to apical left anterior descending (lad). The reference vessel diameter was 2.5mm and the lesion length was 20mm. The lesion was classified as type b1. The lesion was not bifurcated or ostial. Pre-procedure diameter stenosis was 80%. The lesion was pre-dilated with a 2.5 x 15mm balloon at 16 atm. A 2.5 x 33mm cypher select plus stent was electively implanted at 12 atm.the stent was post-dilated with a 2.75 x 15mm balloon at 30 atm in order to fully expand the stent. Post-procedure diameter stenosis was 0% the second target lesion was de novo and located in the mid right coronary artery (rca). The reference vessel diameter was 2.75mm and the lesion length was 10mm. The lesion was classified as type b2. The lesion was not bifurcated or ostial. Pre-procedure diameter stenosis was not given. The lesion was pre-dilated with a 2.5 x 15mm balloon at 12 atm. A 2.75 x 13mm cypher select plus stent was electively implanted at 12 atm. The stent was not post-dilated. Post-procedure diameter stenosis was not given. At the one-month follow-up, the patient was asymptomatic. Aspirin treatment was ongoing at this time. Ticlopidine was started at this time as the patient was allergic to clopidogrel. Please note: device is distributed outside the united states. However, it is similar to the united states product. This is one two products being reported for the same event. Please reference manufacturing report # 9616099-2008-00136. Any additional information will be submitted within 30 days of receipt.